Event description:
The product complaint report shows the customer alleged that while performing a routine inspection of the ventilator the alternating current power loss alarm was inoperable. After further investigation the facilities biomedical tech secured a loose connection found at the alarm assembly. There were no parts replaced. No pt involvement.